Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a pump refill on (B)(6) 2010 and was admitted to the hospital with overdose symptoms the following day or two. The patient was unresponsive. This was the second time the patient had been admitted to the hospital with overdose symptoms immediately following a refill. The patient was then admitted to the critical care unit and was intubated due to respiratory depression. He was extubated and supplemented with oxygen per mask and had a narcan IV. The pump rate was decreased by half. The pump was interrogated and was working fine. Reservoir volumes were also checked and the volumes were within normal limits; the expected volume was 2.5ml and the actual volume was 0ml. The hospital had removed a sample of the medication in the pump for analysis; the results were unknown. The medications being delivered via the device system were lioresal, morphine, and clonidine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.